Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit received with minor scratched lcd window, cracked reservoir tube lip, and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime and restarts on it's own. Customer also wants to restore settings on pump. Customer does not recall any significant events leading to the error. Customer's blood glucose was 178 mg/dl at the time of incident. Troubleshooting was able to assist customer in rewinding the pump but was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.